Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The probable root cause is attributed to damage during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure.

Event description:
It was reported that during central processing, the tip of a prograsp forceps instrument did not close. There was no report of patient involvement.